Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a keypad anomaly and a button error alarm. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was between 99 and 150 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, however the product was not returned for analysis.